Event description:
A mandril guidewire (sgw-056-02, lot # g24108663) was opened advanced through a 4f vascular sheath for PICC exchange. The tip became lodged while traversing through the vasculature centrally. Some resistance was felt during attempt to gently retract the guidewire. The wire was then observed to be fractured. A portion of the guidewire detached upon removal, leaving a portion in the left basilic vein as confirmed with fluoroscopy. Foreign body retrieval: vascular snare deployed to retrieve guidewire fragment. Mostly successful, but a fragment still remained within the patient. Vascular stent deployed to exclude guidewire fragment from the patient's circulation. Angioplasty also performed. Ultimately, no change to patient care management.